Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 59 mg/dl at the time of the incident. The customer reported that she had been off of her pump for the past six months, and trying to get it back up and when she put a new battery in, nothing comes up. Customer is eating a peppermint. The customer reported that there were cracks at the battery cap compartment. The customer reported that low blood glucose was not because of pump use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and operating currents measurement due to blank display anomaly. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and stained end cap sticker.